Event description:
An asystole alarm occurred at 4:48 pm. The patient was discovered expired at pm.

Manufacturer narrative:
A philips field service engineer (fse) went onsite post-incident and tested the involved device. The involved device performed according to specifications. An asystolic alarm occurred and there was over a 20 minute delay in treating the patient. The involved device remains at the customer site and is considered fully operational.